Manufacturer narrative:
An event of amplatzer vascular plug ii device detachment from delivery wire was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a 12mm amplatzer vascular plug ii was selected for use in the left subclavian for a thoracic endovascular aortic repair (tevar) case on (B)(6) 2021. During the procedure, the physician went through the right groin and into the subclavian. As the physician was repositioning the plug it some how came off the delivery wire. It was left hanging partially in the subclavian and partially in the aorta. The physician then had to stick the left brachial and snare the plug and put it in the correct place. The patient did not experience any serious injuries and the plug remains implanted. The patient was hemodynamically stable throughout the entire procedure, but there was a 30 minute clinically significant delay to the procedure. The patient is currently stable and was discharged from the hospital on (B)(6) 2021.